Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum device was titrated up in response to an observed under infusion that resulted in an over dosage of methotrexate. This occurred on a pediatric patient receiving a chemotherapy treatment of methotrexate over a 24 hour period. The clinicians had programmed the sigma pump to deliver the entire IV container of medication in 23.5 hrs. To ensure delivery. It was perceived that the medication was not being delivered at the desired rate so the clinicians involved had kept increasing the infusion rate. The patient had experienced nausea and blood work that had come back showing a toxic level of infused methotrexate. As a result the patient was treated with hydration of normal saline and the patient is reportedly stable and doing fine at this time.